Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection, review of the device problem log and functional testing were performed. Visual inspection of the returned device confirmed that all labels were still intact and no physical damaged was found on the device. Review of the reported problems in the event log confirmed that most recently, there was a record of repeated power on/off on (B)(6) 2022, presumably caused by a cassette recognition failure. Functional and delivery tests were performed, and the device passed them successfully. The reported issue could not be confirmed. The investigation determined that root cause of the reported issue is unknown. However, according to the investigation, the reported problem was caused by a possible defective downstream sensor or cassette product. As a result, the downstream sensor was replaced and the upstream sensor re-calibrated preventively. A review of the manufacturing device history record (DHR) review for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.

Event description:
It was reported that a "no message" alarm went off during the use of the product. No patient injury was reported.